Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing. Some clips tips were crossing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.